Event description:
Customer reported that a dialyzer leaked blood about 90 min into an adult pt's hemodialysis treatment. The age, gender and exact weight could not be obtained, but the pt was described as above average weight. The hemodialysis machine alarmed appropriately. Clinic's policy is not to return blood in the event of a blood leak from a dialyzer. The approximate blood loss was 305 cc. The dialyzer was on its first use, and was reprocessed on a renatron ii reprocessing device. The pt resumed dialysis on the same machine using a gambro polyflux 170h dialyzer and completed the prescribed treatment without further incident. The physician was notified, but no medical intervention was given.